Event description:
It was reported that during use of left ventricular (lv) lead, twitching occurred when the patient was in a sitting position. A lv revision procedure was performed to re-position the lead. However, the lv was difficult to insert into the target site, due to failure at the lead fixation site. The lv lead was explanted and replaced with another lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.